Manufacturer narrative:
Device evaluation: returned device was received with damaged lensdso seal bubbled. Evidence of reported problem in event log was found. During the evaluation of the device. The customer reported condition was not confirmed. However rtc battrey is low >1.45vdc.problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional info: date of event, eventand adverse event problem were updated.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a date/time reset. No patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a date/time reset. There was no reported adverse event.